Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. The patient is scheduled for bilateral replacement surgery with mentor saline devices on (B)(6) 2022.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. The patient is scheduled for bilateral replacement surgery with mentor saline devices on (B)(6) 2022.

Manufacturer narrative:
On march 3, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the device indicated that the date of surgery was moved from (B)(6) 2022. Hence field d6b has been updated on this form to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold extended from the anterior to the posterior view, a tear b was observed within the crease on the posterior view, measuring approximately 0.2 cm. In addition, a tear a was found on the posterior view, measuring 0.7 cm. Microscopic examination was performed on the edges of tear a, and parallel striations were found in an area of tear a, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the cause of the rupture (b) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (7562723). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).